Event description:
Follow-up info indicated pt had secondary vitrectomy with removal of broken iol, lens material and ac iol implant. Pt reportedly improving slowly. Noted low phaco power and aspiration surges with anterior chamber collapse during phaco.

Event description:
Reporter noted posterior capsule tear occurred during phaco; anterior vitrectomy perfomred. While placing iol, it dropped to back of the eye, on to retina; closed eye without iol.